Manufacturer narrative:
Neither a lot history review nor a device history record review could be performed as the lot number was not provided. One power line 6f dual lumen catheter was returned for evaluation. Visual, microscopic, and functional evaluations were performed. The investigation is confirmed for a fluid leak, as a full break was observed approximately 7.1 cm from the distal end of the bifurcation. The distal catheter segment measured approximately 10.8 cm in length. A circumferential partial split was also noted about 3.1 cm from the distal end of the proximal catheter segment. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0700610 chronic catheter allegedly leaked. The chronic catheter was removed. There was no reported patient injury. This information was received from one source. The patient was a (B)(6) male, weight was not provided.